Manufacturer narrative:
This event is still under investigation.

Event description:
During an av-fistula procedure, the balloon ruptured. The physician was utilizing an inflator to pressurize up to 25 atm. A piece of the balloon came off the shaft, migrating in the vein. Several attempts were made to retrieve the piece; however, surgical intervention was subsequently required.